Event description:
On an unknown date the patient was implanted with a bifurcated gore excluder aaa endoprosthesis to treat a 7.7 cm abdominal aortic aneurysm. During the initial procedure the patient experienced a proximal type I endoleak which resolved which resolved with a coda balloon (cook inc, bloomington, in). On an unknown date, the follow-up computed tomography angiography (cta) revealed the presence of a large endoleak of unknown etiology. Doppler ultrasound and contrast-enhanced ultrasound (ceus) demonstrated some contrast at the distal left limb, which was consistent with a distal type I endoleak. Furthermore, there was incomplete apposition of the original iliac limb against the calcified common iliac artery wall. On an unknown date the physician performed an additional procedure to treat an endoleak in the left iliac artery. The left internal iliac artery was embolized with three 12mm embolization coils. Following this a 16-13-93 endurant iliac limb extension ((B)(4)) was placed into the gore limb on the left side and extended into the left external iliac artery. After first release, there was still some flow between the stent-graft limbs which allowed continued perfusion of the internal iliac artery. A 16 mm angioplasty balloon was inflated at the junction between the two limbs, and a further 12 mm angioplasty balloon was used to dilate the external iliac artery. Completion angiography confirmed exclusion of the endoleak and the good flow into the iliac system.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not been conducted. Further information was requested. Attempts to acquire information required for this form were made by gore.